Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door not fully latched" messages which were experienced during eval. The eval also found the force required to secure the door was above expected levels causing the reported symptoms. The door hooks and latch pins were replaced to correct this condition.